Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the foreign material was white and possibly caused by an anti-gas product such as simethicone. However, the identity and definitive root cause of the white foreign material could not be determined. It is unknown if reprocessing was performed in accordance with the instruction manual. The instruction manual identifies detective and preventative verbiage associated with foreign material in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection." And "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material from the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.